Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
When impacting the tibial baseplate one of the plastic lugs that fit in the screw holes has come out and the joint was washed out suing a pulsatile lavage. Surgeon expressed concerned about it being in the joint space and that this has not occurred before and he is a long time user of scorpio.